Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer would not power up. The programmer will be returned for repair. There was no patient involvement.

Event description:
It was also reported it was reported there is a power source issue. Multiple cords and outlets were tried and the programmer will not turn on. The programmer was returned for repair.

Manufacturer narrative:
Product event summary: analysis confirmed the programmer will not turn on; power supply found out of electrical specification.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.